Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that patients had developed pressure ulcers. No further info on the alleged injury available.